Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5054-52 lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that at a routine device check, the right atrial (ra) lead exhibited an increase in impedance and noise. A fracture was suspected. The ra lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter).